Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that after the right atrial (ra) lead was placed in the atrium the helix of the lead would not extend. Several attempts were made, and a different torque tool was tried as well. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.